Event description:
It was reported that during a laparoscopic appendectomy procedure, there were malformed staples and an unsealed vessel after the firing. An endo loop was used to repair the staple line. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.